Event description:
The device was activated at 9:50 pm on (B)(6) 2010. The first blood glucose result reported was "high" (>500 mg/dl) at 10:41 pm, so a 18.15 unit correction bolus dose of insulin was administered. At 6:55 the next morning it was down to 202 mg/dl and another 5.3 units of insulin was given. By 10:42 am his blood glucose was 76 mg/dl. He ate several times and administered insulin for carbohydrate intake. At 7:00 pm, with a blood glucose result of 249 mg/dl, a correction bolus of 7.45 units was administered. The last blood glucose reported for (B)(6) 2010 was 177 mg/dl at 10:58 pm. The pt's mother reports that at 2:30 am on (B)(6) 2010, her son was having convulsions so she gave a glucagon injection. Ten minutes later, his blood glucose measured 60 mg/dl, so she brought him to the hosp. His basal insulin program was suspended and he was given orange juice, sprite and a popsicle. His basal program was resumed and he left the hosp at 10:15 am. The pt's mother also reported that his healthcare practitioner recommended changes to his basal program and bolus calculations.

Manufacturer narrative:
The returned device was thoroughly evaluated and found to be functioning as expected. No malfunction or other product condition that could have contributed to the customer's high or subsequent low blood glucose was detected. Qualifications for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that "to avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first signs of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose) , hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."